Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test and rewind test. However, compromised forced sensor  alarm during prime test at 2.5 pounds. Unable to determine root cause due to pump preservation. Unable to perform the occlusion test and excessive no delivery test due to compromised forced sensor  alarm. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.

Event description:
It was reported that the customer passed away in hospital care. The customer was hospitalized around (B)(6) 2016. The cause of death was alzheimer's and a series of mini strokes that were caused by a pill the customer was taking. The caller stated that the customer had alzheimer's for 5 years that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected a month prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.